Event description:
The reporter stated that while doing a peripheral angiogram through the left arm with a 5 fr. Catheter, using a power injector at 700 psi, several "runs" were completed. On the last "run", the tubing split before the connection to the catheter. All people in the room were sprayed with injectate and blood. No injury or treatment was associated with this event.